Event description:
As reported during use in a patient for transcatheter aortic valve implantation (tavi), this swan ganz pacing catheter did not pace from the beginning of the procedure. The issue was resolved by replacing the catheter and the procedure was completed successfully. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Customer report of "did not pace" was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. The device history record review was completed and the product passed without nonconformances. As part of the manufacturing process 100% of the units go through an electrical inspection process. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the unit was returned and no defect was found, there is not sufficient evidence to determine a root cause.